Event description:
It was reported that during a coronary stenting treatment procedure, deflation issues were encountered. The lesion being treated was located in the non tortuous, non calcified, 70% stenosed mid circumflex (lcx-m). The vessel diameter is reported at 3.5 - 3.75 mm. The vessel was pre-dilated with a maverick 3.0 x 20 mm balloon. The physician implanted an express2 monorail 3.5 x 28 mm stent and deployed at 14 atms. The physician experienced difficulty deflating the balloon. After 4-5 attempts to deflate he was able to remove the balloon. The stent was post-dilated with a maverick 3.5 x 20 mm balloon. The stent was well positioned and well apposed. No pt complications were reported. The pt's condition is reported as good.